Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The product leaks at the check flo valve when flushing prior to and during the procedure. There was no significant blood loss. The procedure was completed using another cook sheath. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
A review of the complaint history, device history record, manufacturing instructions, specifications, trends, and quality control documentation review of the device was conducted during the investigation. Two rycfw-6.0-35-6-rb-cw introducers were returned with the dilator inserted into the valve. Both devices were leak tested by occluding the device using hemostats. Both devices confirmed to leak around the 10189 silicone disc and out of the center of the 5512 cap. Assuming both devices are from the lot number on the tag, 5964945. The other two devices mentioned in the complaint description were not returned and the lot numbers are unknown. Previous investigation of this product has found that excessive glue has previously been used when assembling the check-flo "y" body, which can cause leakage similar to what was found while leak testing.